Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button switch. In addition, both response covers were missing. The root cause for the missing switch was excessive force. The root cause for the missing covers was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were damaged.